Event description:
Inappropriate shocks reported. T wave oversensing and apparent fracture also reported. The lead was capped. No patient complications have been reported as a result of this event.

Event description:
Oversensing, apparent fracture.

Manufacturer narrative:
This device meets or exceeds 10 years of service. Past experience and user facility communication establishes this is an expected end-of-life condition. No user facility follow up will be done. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was observed. Other: inappropriate shocks reported. T wave oversensing and apparent fracture also reported. The lead was capped. No patient complications have been reported as a result of this event. No conclusion can be drawn. Insulation, hole(s) in, lead(s), fracture of, oversensing, shock, inappropriate .